Event description:
It was reported the patient presented in clinic with tachycardia. Upon interrogation, it was discovered the pacemaker was pacing under the magnet response programming without a magnet present. Programming changes were implemented. The patient was in stable condition.